Manufacturer narrative:
The compressor was investigated on site and the compressor motor was found to be defective but not replaced. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. This will cause our ventilator to deliver 100% oxygen to the patient in order to maintain pressure/volume delivery, a low priority alarm ¿o2 concentration high¿ will then be triggered. Since no parts were returned for investigation no root cause can be established.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: 397253